Manufacturer narrative:
Per the reported event, the device work as intended. The collagen was deployed and final hemostasis was achieved with the device. Vessel occlusion and hematoma are complications that may be related to the endovascular procedure or the vascular closure procedure. Conclusion: while the device was not returned for physical investigation. Arterial occlusion and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was reportedly achieved with the vascade vcs. Surgery successfully treated the occlusion and pressure was held to correct the hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. The device worked as intended. After the device was removed a hematoma started to form and a femstop was applied and the patient was giving protamine to reverse the heparin. The femstop slow the blood flow to the leg and caused a thrombus which became an embolism and traveled down the right leg and was stuck in the distal sfa of the right leg. A thrombectomy was performed and a stent was placed to remove the obstruction. Patient also received a blood transfusion due to low hgb, but not as a result of the vascade device. Patient has been discharged and no further complications or injury reported.